Manufacturer narrative:
(B)(6). (B)(4). Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that, intra-op, it wasn't possible to screw the set screw into the screw. The set screw were twisting within the screw head and haven't had any grip. Product came in contact with the patient. Fragments remaining in the patient were unknown. No patient complications were reported.

Manufacturer narrative:
Product analysis: macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. Functional evaluation with a sample mas found the implant unable to be fully engaged into the mas head. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.

Manufacturer narrative:
X-ray analysis: a single intra-op image is provided for an l4-s1 percutaneous fusion. It was reported that one of the set screws did not engage the screw head. In final image provided construct appears complete. Possible contributing factors include soft tissue with an screw head, rod not properly re-assed before attaching screw. Root cause surgical technique.